Event description:
From an article published in 2005 entitled "intraoperative neurophysiology testing of the recurrent laryngeal nerve: plaudits and pitfalls", by samuel k. Snyder, m.d. And john c. Hendricks, m.d., accepted for publication august 19, 2005, volume 138, number 6, copyright 2005 mosby, inc. The paper described "nerve setup problems" in table IV and in narrative on page 1187 and in "discussion" on pages 1188 and 1189 as follows. One of these "problems" can be related to the nim: there were 7 instances (3.8%) of setup problems with the nerve monitoring system (table IV). In 1 case, the nerve stimulator unknowingly reset to 0 ma and therefore was nonfunctional.

Manufacturer narrative:
Corrected information: initially reported - facial nerve paralysis. This is not correct. As indicated in the initial MDR , "there was no indication that this specific malfunction caused any injury." This supplemental MDR is being submitted with - no consequences or impact to patient.

Manufacturer narrative:
The actual event date is unknown. The date range of the procedures in the study is between (B)(6) of 2004. Three attempts to contact the paper's author to obtain patient and further event information were unsuccessful. While there was no indication that this specific malfunction caused any injury, the paper described the event as "unknowingly" which implies that the user may not know that the unit is not stimulating. Such a situation could result in a false negative result which would not be evident to the user, likely directing the user to continue with a surgical procedure which may cause inadvertent damage to a nerve. The unit was not returned to the manufacturer for analysis and a specific root cause could not be determined. A review of the complaint history for this device shows that only one other event of this type, in (B)(4) 2008, has been reported. [Note 1: the nim response system was discontinued in 2007, and replaced by the nim response 2.0, which has also since been replaced by the current generation of monitor, the nim response 3.0] [note 2: there were 6 other "setup problems" reported in this study in table IV: emg tube rotated causing the electrode to be out of contact with the vocal cord, subcutaneous grounding electrode "came out" making nerve stimulation inactive, and "unknown" problems where the monitor did not vocalize the word "stimulator" thus advising the user that the unit had a problem interfering with proper stimulation. The source of these interferences was not found. Such "setup problems" are not reportable malfunctions as the user is likely to be aware of these events. While the paper indicates that these setup failures "could lead to a false-negative response" such events are readily evident to the user and not likely to result in serious injury (i.e. Permanent nerve damage.]

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.